Event description:
Caller reported that t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Pump began charging after using the original charging supplies and no further assistance was required.